Event description:
It was reported that there were concerns of a premature battery depletion for pacemaker device. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that there were concerns of a premature battery depletion for pacemaker device. Data analysis was performed and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No additional adverse patient effects were reported. Additional information received indicated that the device was explanted and successfully replaced. No additional adverse patient effects were reported.